Event description:
During initial assessment of a returned homechoice pro machine, a baxter technician identified an increased intra-peritoneal volume (iipv) in the logs. The iipv occurred on (B)(6) 2012 at 20:55 during cycle 2. The cycle 2 ultrafiltration reading was 1274ml, indicating the patient drained 1274ml more than their maximum programmed fill volume of 1800ml. The drain volume was equal to 3074ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including the initial drain.